Manufacturer narrative:
The technician found feeding solution in the siderail latch mechanism, preventing the siderail from latching. He cleaned the siderail latch mechanism to repair the bed.

Event description:
During a safety inspection, the technician found that the left intermediate siderail would not latch.